Event description:
Complainant alleged that during a routine shift check by a clinician, the device's energy level was unable to be adjusted. There was no pt involvement during the reported malfunction.